Event description:
A report was received that the patient was experiencing pain at the left side of her leads. The patient also reported a lump in the same area. The bsn sales representative reported that a revision will take place.